Event description:
It was reported that during a right hemicolectomy procedure, on the second firing, the stapler failed. Anastomosis was incomplete and the staples didn't form properly. The procedure was completed by hand anastomosis. Surgery was prolonged 45 minutes.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.